Manufacturer narrative:
The reported device is being returned by the customer, however, not yet received. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate and lost osseointegration. The implant was extracted about 2 months after it was placed in the tooth # 7. The implant had type 4 bone quality. The implant site was infected. The patient's symptoms have been relieved after the removal of the implant. The patient is healing well. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection was performed and found no deviations. The critical parameters were measured and no deviations, no defects, nor non-conformities were found. A lot number was received and a review of the device history record (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause cannot be determined, probable cause for loss of osseointegration at the osteotomy site could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating the osteotomy bigger than the size of the implant diameter. Per the reported information the patient had type IV bone quality. Type IV bone has the very thin cortical bone with low density trabecular bone of poor strength. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Therefore, the patient's bone quality might have been a factor in the loss of osseointegration. The IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases." No abnormality with the implant was confirmed, this event will be tracked and trended.